Manufacturer narrative:
Per tandem user guide: only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence and the customer was unable to install multiple cartridges. During troubleshooting, it was found that the cartridge was not entirely loaded due to an o-ring present on the pneumatic tap. Customer removed the o-ring to resolve the issue. In addition, it was reported that an occlusion alarm occurred. The customer's blood glucose level was 270 mg/dl. Customer changed pump supplies to address the issue.